Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an fc 1003. This device was submitted for engineering analysis which resulted that this device exhibited a low voltage and the power consumption was increasing in gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field b3: date of event and g2: report source.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an fc 1003. This device was submitted for engineering analysis which resulted that this device exhibited a low voltage and the power consumption was increasing in gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. As of this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an fc 1003. This device was submitted for engineering analysis which resulted that this device exhibited a low voltage and the power consumption was increasing in gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicated that this device exhibited premature battery depletion. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field b3: date of event and g2: report source. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an fc 1003. This device was submitted for engineering analysis which resulted that this device exhibited a low voltage and the power consumption was increasing in gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicated that this device exhibited premature battery depletion. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field b3: date of event and g2: report source. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an fc 1003. This device was submitted for engineering analysis which resulted that this device exhibited a low voltage and the power consumption was increasing in gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicated that this device exhibited premature battery depletion. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field b3: date of event and g2: report source. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery. Correction to field e1: initial reporter zip/post code.